Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600 locked up during procedure with an interlock error. It was also reported that the system also had problems with the vertical lift and displayed a footswitch error. There was no adverse patient involvement reported. There was no patient information reported.